Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor was also distorted. Concomitant product: addrs1p ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to a heart transplant and subsequently tested out of specification. No patient complications have been reported as a result of this event.